Event description:
Reporter indicated that pt had their device explanted. The physician indicated that the pt's generator had migrated, and was subsequently causing paresthesia in her left arm. The physician additionally noted that the original placement of her generator was unusual, i.e. Subpectoral muscle, to accommodate the pt's work requirements.